Event description:
Panacryl sutures used in hysterectomy have not dissolved in two years. Recurrent infections and wound dehiscence. Have required 4 surgeries with complications. Last surgery (2003) to remove panacryl and granulation tissue and repair bladder. After consulting all specialists in area pt went to a surgeon that was familiar with complications.